Manufacturer narrative:
Additional information received from the customer clarified that the fiber did not break. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Correction provided in d7: sud reprocessed and reused.

Event description:
It was reported that spots were observed on the reusable fiber after it had only been used one time. It was noted that the fiber had been previously re-sterilized using plasma. When the fiber was used for a second time, it was observed to be damaged. It was clarified that the fiber did not physically break. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found the fiber was received in one piece for analysis. Microscopic inspection of the tip indicated it had degraded. The fiber connector had burn marks on the face and no light was passing through the connector face. The fiber was functionally tested and found that there was no aiming beam. It is probable that the lack of aiming beam occurred due to a fracture within the connector. A fiber fracture within the connector can occur due to procedural handling and procedural conditions of the device during set-up and use. The connector fracture can result in an insufficient aiming beam or low laser energy output. The instructions for use (IFU) states to inspect the fiber for kinks, punctures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue. Previously provided update: additional information received from the customer clarified that the fiber did not break. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Correction provided in d7: sud reprocessed and reused.

Event description:
It was reported that spots were observed on the reusable fiber after it had only been used one time. It was noted that the fiber had been previously re-sterilized using plasma. When the fiber was used for a second time, it was observed to be damaged. It was clarified that the fiber did not physically break. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Event description:
It was reported that spots were observed on the reusable fiber after it had only been used one time. When it was used for a second time, the fiber burst. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.